Event description:
A complaint was reported by a consumer who received a reading of 25 mmol/l on their exactech blood glucose meter when compared to another meter's result of 5.9 mmol/l. At the time of the complaint receipt, the event was determined to be not reportable as a medical device report. Subsequently, the product was returned for evaluation and the event was reproduced. There was no report of death, serious injury or medical intervention associated with the event.